Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Product performance engineering reviewed the incident information; however, it was not possible to perform a thorough analysis on the product because it was not returned to abbott vascular for investigation. The investigation determined the reported failure to deploy to be related to circumstances of the procedure. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot numbers were not provided. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a heavily tortuous and heavily calcified superficial femoral artery. A 6.5 x 120 supera stent was being deployed when the guide wire kinked and the sheath moved forward and part of the stent was deployed in the sheath. The devices could not be removed so the patient was sent to surgery where a cutdown was performed to remove the devices there was a clinically significant delay in the procedure and the patient is in good condition. No additional information was provided.